Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled, fed and formed 4 conforming clips and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap. Chole procedure, the device fired once and then stopped working. Another device was used to complete the case with no patient consequence. One device to be returned.